Manufacturer narrative:
The manufacturer previously reported a failure of the power cord. The power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power cord failing was found to be consistent with mishandling and stress that broke the connection to the power cord.

Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, an "ac power disconnection alarm" occurred. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.